Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient age, gender, weight, medical history, race, and ethnicity was not provided. Procode: krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization of the renal artery, the 4mm x 12cm galaxy g3 (gly120412/l13034) thermo-mechanical coil was selected for use as the second coil and delivered to the target lesion, but the coil failed to detach. The ¿detach¿ button was pressed, but the audible signal did not beep, and the power lamp did not illuminate. The coil was replaced with a coil from the same lot. The procedure was completed successfully without further incident or delay. Eight additional coils were implanted. No patient complications occurred as a result of the event. The sales representative advised the user to perform a pre-deployment electrical check. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The sales representative advised the user to perform a pre-deployment electrical check. A progreat (terumo) microcatheter and the enpower dcb2 detachment control box were also used for the case. A preliminary evaluation of the returned device performed by the affiliate revealed that two of the five fluorosaver marker bands were offset/out of position. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Event: additional information received on 16-nov-2018 indicated that the coil was removed successfully from the patient without need for additional intervention. It is not known if the user changed the connecting cable and/or dcb at any point during the reported event and if the same connecting cable and dcb were used to detach subsequent coils. The lights on the detachment control box (dcb) did not illuminate when the ¿power¿ button was pressed. The coil delivery system was prepped and used according to the instructions for use (IFU). The user did not apply excessive force at any time during the case. The procedural delay was not considered clinically significant. No further information was provided. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint regarding fluoro saver markers. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The (B)(4) affiliate analysis provided pictures of the fluoro saver markers. Preliminary evaluation of the returned device revealed that the fluoro saver markers were out of position. The embolic coil was seen stretched. The material of the outer covering of the device positioning unit (dpu) core wire distal to the fluoro markers was seen with tear damage. The final engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt. Initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). Section b5: additional information received indicated that the physician did not observe that the fluoro-saver marker bands were out of position. The fluoro-saver marker positioning issue did not affect delivery of the coil. The coil had not exited the microcatheter when fluoroscopy was initiated. It was not reported whether the unspecified rotating hemostasis valve (rhv) was opened adequately to allow passage of the device. There was no resistance encountered between the device positioning unit (dpu) and the introducer, rhv, or microcatheter. There was also no resistance felt during withdrawal of the device through the microcatheter. It was reported that the physician did not apply undue force to the dpu and it is unlikely that forceps were utilized to grip the device. [Complaint conclusion] - updated: as reported by a healthcare professional, during coil embolization of a renal artery, the 4mm x 12cm galaxy g3 (B)(4) thermo-mechanical coil was selected for use as the second coil and delivered to the target lesion, but the coil failed to detach. The ¿detach¿ button was pressed, but the audible signal did not beep, and the power light did not illuminate. The complaint coil was successfully removed from the patient without need for additional interventions. The coil was replaced with a coil from the same lot. The procedure was completed successfully without further incident or delay. Eight additional coils were implanted. No patient complications occurred as a result of the detachment failure. It was reported that excessive force had not been applied to the device during use. The sales representative advised the user to perform a pre-deployment electrical check. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The complaint product was new and stored per labeling instructions. A progreat (terumo) microcatheter and an enpower dcb2 detachment control box were also used in the case. No further information was provided. Preliminary analysis of the device revealed that the fluoro-saver marker bands were out of position. Additional information received indicated that the physician did not observe that the fluoro-saver marker bands were out of position. The fluoro-saver marker positioning issue did not affect delivery of the coil. The coil had not exited the microcatheter when fluoroscopy was initiated. It was not reported whether the unspecified rotating hemostasis valve (rhv) was opened adequately to allow passage of the device. There was no resistance encountered between the device positioning unit (dpu) and the introducer, rhv, or microcatheter. There was also no resistance felt during withdrawal of the device through the microcatheter. It was reported that the physician did not apply undue force to the dpu and it is unlikely that forceps were utilized to grip the device. Preliminary images were forwarded for review by the j&j japan affiliates. The images revealed what appeared to be the distal marker connected with the second most distal marker. It also appeared that the proximal marker was connected with the second most proximal marker. The second most proximal marker and the middle marker had a gap of approximately 5mm. The middle marker and the second most distal marker had a gap of approximately 8mm. The complaint unit was received in the product analysis lab for physical inspection. The device label returned with the complaint device matched the complaint information. The distal end of the embolic coil was seen in the green introducer. The device was returned partially unzipped indicated by the length of the introducer proximal to the resheathing tool. The device positioning unit (dpu) core wire was seen protruding from the translucent introducer. The device was connected to a lab multimeter. An open loop was discovered when resistance was measured, indicating that there was no path for the electric current to flow from one probe on the multimeter to the other. This is typically caused by kinks in the dpu; however, the exact location of the circuit damage could not be identified. The device was then connected to a lab sample enpower detachment control box (dcb) and lab enpower control cable. The system ready light did not illuminate when the dcb was powered on. A detachment cycle could not be initiated. The device was then inspected microscopically. The embolic coil distal ball tip was present and intact. Blood was seen inside the distal end of the green introducer, and the embolic coil was seen stretched. The v-notch of the resheathing tool is seen undamaged. The view of the distal outer sheath was obstructed by the introducer sheath and areas of blood stains. The device could not be advanced from the introducer because it was impeded by dried blood. The material of the outer covering of the dpu core wire distal to the fluoro-markers was seen with tear damage. It was also noted that the fluoro-saver markers were seen out of position. The proximal and distal markers appeared greater in length but were actually comprised of two markers with no gap between them. The distal end of the strain relief valve to the distal end of the most distal marker was within specification. Markers are identified as marker 1, 2, 3, 4, and 5 from most proximal to most distal. Markers 4 and 5 appeared to both have been moved towards each other because the gap between the third and fourth markers was observed to be too large. The gap between the second and third proximal markers was within specification and all marker lengths were within specification. This would indicate that it is likely that the proximal fluoro-marker was misplaced and should have been positioned more proximal. No fluoro-saver marker was loose when attempts were made to reposition them manually. No wrinkles on the markers were discovered that would indicate force applied to move them. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint regarding fluoro-saver markers or failure to detach. There were no nonconformances related to device manufacture or inspection. After failure analysis was completed in the product analysis lab in fremont, the complaint unit was sent to an r&d engineering team at the blue lagoon, florida site for continued microscopic analysis. The images taken in blue lagoon confirm the measurements and findings in the fremont product analysis lab. Markers 2, 3, and 5 appeared to be in correct position, while markers 1 and 4 were out of position, distally. The fluoro saver markers did not appear to have been moved post shrinkage during manufacturing as they are not loose and did not have wrinkles that would indicate they were forced to move. The customer report of coil failure to detach was confirmed. The detachment process could not be initiated because the dcb did not recognize the device (system ready light did not illuminate) from an open loop in the device circuit. Devices are 100% inspected in-process to confirm resistance range specification and to confirm coil damage is not present. Thus, it is unlikely that the device left the manufacturing facility with the observed resistance failure. The presence of blood in the introducer suggests that an insufficient flush was maintained. The IFU states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. It is likely that excessive pull force was applied to the device indicated by the stretched coil, which may have been a result of attempts to overcome resistance felt by blood in the delivery system. It is unlikely that the device left the manufacturing facility with the observed embolic coil stretch damage. Devices are 100% inspected to confirm damaged coils are not released from the manufacturing facility. Failure to detach is a known potential product issue associated with the use of the device. The IFU contains several cautions relating to these situations, including instructions for troubleshooting should they be encountered during use. Per the IFU: ¿if a fault light is detected, the system ready light is not illuminated, or there is no detachment after two detachment attempts, replace the dcb unit. If detachment still does not occur, carefully withdraw the entire microcoil system and redeploy a new microcoil system.¿ neither the product analysis nor the device history review suggests that the failure to detach could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and evidence presented by the returned device; however, it is possible that procedural and handling factors may have contributed to the reported failure and damage noted to the returned system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The root cause of the fluoro-saver markers out of position could not be conclusively determined. No clear objective evidence could be found to confirm that either human error during manufacturing or damage during use in the field contributed to the misplaced marker bands. There is 100% inspection of the fluoro-saver markers performed in-process at the manufacturing facility. A non-conformance was created to investigate the fluoro-marker positioning failures from complaints (B)(4). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section h6: device code "off-label use" was selected since the product IFU states that the microcoil delivery system is intended for endovascular embolization of intracranial aneurysms. The product was used in the renal artery. [Complaint conclusion]: as reported by a healthcare professional, during coil embolization of a renal artery, the 4mm x 12cm galaxy g3 (gly120412/l13034) thermo-mechanical coil was selected for use as the second coil and delivered to the target lesion, but the coil failed to detach. The ¿detach¿ button was pressed, but the audible signal did not beep, and the power light did not illuminate. The complaint coil was successfully removed from the patient without need for additional interventions. The coil was replaced with a coil from the same lot. The procedure was completed successfully without further incident or delay. Eight additional coils were implanted. No patient complications occurred as a result of the detachment failure. It was reported that excessive force had not been applied to the device during use. The sales representative advised the user to perform a pre-deployment electrical check. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The complaint product was new and stored per labeling instructions. A progreat (terumo) microcatheter and an enpower dcb2 detachment control box were also used in the case. No further information was provided. Preliminary analysis of the device revealed that the fluoro-saver marker bands were out of position. Preliminary images were forwarded for review by the j&j japan affiliates. The images revealed what appeared to be the distal marker connected with the second most distal marker. It also appeared that the proximal marker was connected with the second most proximal marker. The second most proximal marker and the middle marker had a gap of approximately 5mm. The middle marker and the second most distal marker had a gap of approximately 8mm. The complaint unit was received in the product analysis lab for physical inspection. The device label returned with the complaint device matched the complaint information. The distal end of the embolic coil was seen in the green introducer. The device was returned partially unzipped indicated by the length of the introducer proximal to the resheathing tool. The device positioning unit (dpu) core wire was seen protruding from the translucent introducer. The device was connected to a lab multimeter. An open loop was discovered when resistance was measured, indicating that there was no path for the electric current to flow from one probe on the multimeter to the other. This is typically caused by kinks in the dpu; however, the exact location of the circuit damage could not be identified. The device was then connected to a lab sample enpower detachment control box (dcb) and lab enpower control cable. The system ready light did not illuminate when the dcb was powered on. A detachment cycle could not be initiated. The device was then inspected microscopically. The embolic coil distal ball tip was present and intact. Blood was seen inside the distal end of the green introducer, and the embolic coil was seen stretched. The v-notch of the resheathing tool is seen undamaged. The view of the distal outer sheath was obstructed by the introducer sheath and areas of blood stains. The device could not be advanced from the introducer because it was impeded by dried blood. The material of the outer covering of the dpu core wire distal to the fluoro-markers was seen with tear damage. It was also noted that the fluoro-saver markers were seen out of position. The proximal and distal markers appeared greater in length but were actually comprised of two markers with no gap between them. The distal end of the strain relief valve to the distal end of the most distal marker was within specification. Markers are identified as marker 1, 2, 3, 4, and 5 from most proximal to most distal. Markers 4 and 5 appeared to both have been moved towards each other because the gap between the third and fourth markers was observed to be too large. The gap between the second and third proximal markers was within specification and all marker lengths were within specification. This would indicate that it is likely that the proximal fluoro-marker was misplaced and should have been positioned more proximal. No fluoro-saver marker was loose when attempts were made to reposition them manually. No wrinkles on the markers were discovered that would indicate force applied to move them. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint regarding fluoro-saver markers or failure to detach. There were no nonconformances related to device manufacture or inspection. After failure analysis was completed in the product analysis lab in fremont, the complaint unit was sent to an r&d engineering team at the blue lagoon, florida site for continued microscopic analysis. The images taken in blue lagoon confirm the measurements and findings in the fremont product analysis lab. Markers 2, 3, and 5 appeared to be in correct position, while markers 1 and 4 were out of position, distally. The fluoro saver markers did not appear to have been moved post shrinkage during manufacturing as they are not loose and did not have wrinkles that would indicate they were forced to move. The customer report of coil failure to detach was confirmed. The detachment process could not be initiated because the dcb did not recognize the device (system ready light did not illuminate) from an open loop in the device circuit. Devices are 100% inspected in-process to confirm resistance range specification and to confirm coil damage is not present. Thus, it is unlikely that the device left the manufacturing facility with the observed resistance failure. The presence of blood in the introducer suggests that an insufficient flush was maintained. The IFU states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. It is likely that excessive pull force was applied to the device indicated by the stretched coil, which may have been a result of attempts to overcome resistance felt by blood in the delivery system. It is unlikely that the device left the manufacturing facility with the observed embolic coil stretch damage. Devices are 100% inspected to confirm damaged coils are not released from the manufacturing facility. Failure to detach is a known potential product issue associated with the use of the device. The IFU contains several cautions relating to these situations, including instructions for troubleshooting should they be encountered during use. Per the IFU: ¿if a fault light is detected, the system ready light is not illuminated, or there is no detachment after two detachment attempts, replace the dcb unit. If detachment still does not occur, carefully withdraw the entire microcoil system and redeploy a new microcoil system.¿ neither the product analysis nor the device history review suggests that the failure to detach could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and evidence presented by the returned device; however, it is possible that procedural and handling factors may have contributed to the reported failure and damage noted to the returned system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The root cause of the fluoro-saver markers out of position could not be conclusively determined. No clear objective evidence could be found to confirm that either human error during manufacturing or damage during use in the field contributed to the misplaced marker bands. There is 100% inspection of the fluoro-saver markers performed in-process at the manufacturing facility. A non-conformance was created to investigate the fluoro-marker positioning failures from complaints (B)(4). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.